Event description:
It was reported that a flo-gard infusion pump experienced a constant alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested and an alarm log review was performed. The issue of a constant alarm was not verified during the inspection. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history record review revealed no issues that could have caused or contributed to the reported issue. If any additional relevant information is received, a follow up MDR will be sent.